Event description:
It was reported to philips that the system's c-arm was unable to complete rotational movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm was unable to move. Upon troubleshooting fse found that the detector's calibration was compromised, leading to unintended locking movements and sensor collisions. To resolve the issue, fse recalibrated all detector-related problems. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.